Manufacturer narrative:
The product which caused the complaint was manufactured on 2015-11-26 (lot no.: 1519158). The iqc records were reviewed and there were no deviations observed (see attachment 2: iqc inspection record). According to the picture we received from the customer, the possible failure mode situations were investigated, tested and summarized as follows. 1. One of the potential risk situations is describes as follows. The plunger of the product would be continually pressed during the cannula of the product was inserted into the patient abdomen. To stimulate this situation, the plunger shall be continually pressed during the cannula of the product was punctured into the membrane that we use to stimulate the epidermis. The results show that the jaws would be bent which is consistent with the picture from the customer. According to the instruction for use (IFU) from the customer, it is indicated that the timing of press the plunger. The excerpt content of the IFU was shown in figure 2. The jaws are not bent once the procedure, which is mentioned in IFU, is followed. 2. Another is that the assembly of the outer cannula and the handle are not tight to stimulate this potential risk situation, the methods of the sample we used in this test are summarized below. The assembly methods of the suture passor are identical with the routine manufacturing procedure except the process of assembly of the outer cannula and the handle without using uv glue. The tests then were followed by the standard procedure of the product by use the samples produced above. The results show that the jaws would be bent which is consistent with the picture from the customer. The specification of the assembly of the outer cannula and handle was that the push force of the conjunction of the two parts was larger than 10 kgf. To control the product quality and manufacturing process, the in-process-quality-control (ipqc) would be done and checked whether the product meet the specification or not which we establish during the manufacturing period from our qualified supplier (see attachment 2: iqc inspection record). The results were shown below (e.g. 24.0, 17.2, 18.4 kgf) (see attachment 1: qualified supplier record). Corrected data the IFU already mentioned the correct usage and in order to enhance our product's quality assurance, the full self-inspection for the assembly parts will be added into the manufacturing process by pulling the sample of assembly of the outer cannula and the handle by hand, after finishing the production of assembly of the outer cannula and the handle (see attachment 4: mp-p14 manufacturing working instruction). If there is no separated phenomenon observed, the assembly parts will proceed to the next process. Otherwise, the assembly parts will be scrapped.

Event description:
"The inner stylet with the jaws could not be pulled out of the cannula so it was still intact with the operating mechanism. The operating mechanism could not be moved because of the way the jaws had wrapped back over the cannula. It is my opinion that the surgeon inserted the device with the jaws exposed and they caught on the tissue and were bent back along the shaft. If the operating mechanism had failed the jaw stylet would have likely just been pushed back into the cannula".